Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was performed when the issue happened, and the procedure was completed by moved to another room. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. Upon troubleshooting, it is found the that the suite pc software had crashed. The customer's reboot attempt failed to resolve the issue. To resolve the problem, fse replaced the suite pc and tried to load the software, but a network communication failure due to a broken cable prevented success. Fse ran an external network cable between the ER tsm and the m-cabinet network switch, which restored the connection and loaded software connection onto the new suite pc and returned the part for analysis and it found that system failed due to faulty hdd bay. After replacing the suite pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on june 04, 2024, philips has initiated a medical device correction z-1151-2024. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. It froze on the philips logo screen. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.